Event description:
It was reported that the customer experienced a blood glucose (bg) level of 298 mg/dl and a high level of ketones. The cause of elevated bg was unknown; however, healthcare provider suspected euglycemic diabetic ketoacidosis (edka). Additionally, customer had an unrelated infection that possibly contributed to the event. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. Reportedly, the customer was released on 11/14/2022 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy until further consultation with healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.